Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to symptomatic high grade aortic regurgitation. Transfemoral surgery was performed on (B)(6) 2018, and the issue reportedly resolved. It was reported that the event was possibly related to the lvad and possibly to unspecified underlying disease. No additional information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the patient remains ongoing on lvad support. A direct relationship between the device and the reported event could not be determined. The heartmate 3 instructions for use warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The surgical procedures section of heartmate 3 lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.